Manufacturer narrative:
Na

Event description:
The customer reported, the ventilator went vent inop while in use on a patient. The customer reported that the ventilator alarmed during the event. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop due to an inhalation autozero failure. The service technician performed testing of the inhalation solenoid and all testing passed. Final extended self testing (est) was performed, and the ventilator passed per operating specifications.